Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery and left circumflex artery. A 10/3.00 flextome cutting balloon was selected for use. During unpacking, it was noted that the distal shaft of the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported.